Manufacturer narrative:
The lens was returned placed incorrectly into the lens case. One haptic was bent onto the optic. It is unknown if this haptic was the leading or trailing haptic. The posterior optic has a line of gouged damage near the edge. The damage to the posterior of the optic may suggest that the handpiece plunger underrode the lens during delivery. The associated cartridge was not returned for an evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instructions (IFU). A non-qualified viscoelastic was indicated. The IFU (instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, lens did not come out of the cartridge properly. The lens was removed and replaced with backup lens. Additional information has been received that iol came out of the shooter not properly and shooter was defective. The leading haptic had some problem. There was no patient harm.